Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for pre-op erative diagnosis of degenerative disc disease. It was reported that crosslink was broken and the set screws of the crosslink were sheared off and broken. It was mentioned that, upon torquing the set screw, they noticed that the set screw had broke and the bottom portion of the set screw was sheared off. The set screw was replaced and a second attempt of torquing took place, again the set screw sheared off. Later, they removed entire crosslink and replaced a new crosslink of same size and then torquing was successful. All the broken parts of crosslink and setscrew were removed. It was confirmed that there were no fragments of implant/instrument left inside the patient. There were no symptoms reported due to this event. There were no complications to patient/physician reported/anticipated.